Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. This crt-d remains in service. No adverse patient effects were reported. Additional information from the field reports a shock impedance within range. This device remains in service. No adverse patient effects were reported.